Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage.

Event description:
It was reported, during an implant procedure, grommet oversensing on a trial lead was observed and led to inappropriate pacing. Consequently, the device was not implanted. Another device was used without incident. No patient complications have been reported as a result of this event.